Event description:
Per the clinic, the device was explanted on (B)(6) 2022 due to incorrect placement of the electrode. The patient was reimplanted with another cochlear device during the same surgery.

Manufacturer narrative:
This report is submitted on april 05, 2022